Event description:
As reported, approximately 1 year and 4 months post the initial right total shoulder arthroplasty, the patient experienced pain in their right shoulder due to infection. All implants were removed and an antibiotic spacer was implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.